Event description:
Customer stated that a patient has got a surgery where a progrip parietex mesh was implanted. On the third day after the surgery it had to be removed from the patients tissue due to an inflammation. No evidence of germs found.

Manufacturer narrative:
(B)(4).